Manufacturer narrative:
The insulin pump received with normal operating currents. The insulin pump monitored for several days and no failed battery test alarms occurred during testing. The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with minor scratches on window and scratched reservoir tube window.

Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump during bolus. Troubleshooting was done. It was reported that the customer was using the sensor feature of the insulin pump. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to complete the rewind sequence on the insulin pump. The customer also reported a failed battery test alert that recurring during normal use. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).